Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on 20-dec-2021. The most recent information was received on 03-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and medically significant), back pain ("lower back si pain"), pain ("body aches constantly"), pruritus ("skin itchy"), hot flush ("hot flashes"), night sweats ("neight sweats"), gastrointestinal disorder ("bowel issue"), feeling abnormal ("brain fog nos"), neuralgia ("nerve pain"), mood swings ("mood swing"), anxiety ("anxity"), depression ("depression"), increased tendency to bruise ("unexplained easy bruising"), palpitations ("heart palpitation") and insomnia ("insomnia") and was found to have weight decreased ("weight changes"). In 2010, the patient had essure inserted. On an unknown date, the patient experienced mental disorder ("mental problems"), emotional disorder ("emotional problem") and behaviour disorder ("behavioural problems"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, back pain, pain, pruritus, hot flush, night sweats, gastrointestinal disorder, feeling abnormal, neuralgia, mood swings, anxiety, depression, increased tendency to bruise, palpitations, insomnia, weight decreased, mental disorder, emotional disorder and behaviour disorder outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, behaviour disorder, depression, emotional disorder, feeling abnormal, gastrointestinal disorder, hot flush, increased tendency to bruise, insomnia, mental disorder, mood swings, neuralgia, night sweats, pain, palpitations, pelvic pain, pruritus and weight decreased with essure. The reporter commented: 3-5coilinserted into right and 2-3 inserted in the left cavity. The seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5105195) on 20-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria disability and medically significant), back pain ("lower back si pain"), pain ("body aches constantly"), pruritus ("skin itchy"), hot flush ("hot flashes"), night sweats ("night sweats"), gastrointestinal disorder ("bowel issue"), feeling abnormal ("brain fog nos"), neuralgia ("nerve pain"), mood swings ("mood swing"), anxiety ("anxiety"), depression ("depression"), contusion ("unexplained easy bruising"), palpitations ("heart palpitation") and insomnia ("insomnia") and was found to have weight decreased ("weight changes"). In 2010, the patient had essure inserted. On an unknown date, the patient experienced mental disorder ("mental problems"), emotional disorder ("emotional problem") and behaviour disorder ("behavioural problems"). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain, back pain, pain, pruritus, hot flush, night sweats, gastrointestinal disorder, feeling abnormal, neuralgia, mood swings, anxiety, depression, contusion, palpitations, insomnia, weight decreased, mental disorder, emotional disorder and behaviour disorder outcome was unknown. The reporter provided no causality assessment for anxiety, back pain, behaviour disorder, contusion, depression, emotional disorder, feeling abnormal, gastrointestinal disorder, hot flush, insomnia, mental disorder, mood swings, neuralgia, night sweats, pain, palpitations, pelvic pain, pruritus and weight decreased with essure. The reporter commented: 3-5 coil inserted into right and 2-3 inserted in the left cavity. The seriousness criterion ¿disability/ permanent damage was reported, but not specified or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.